Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:50 pm after the end user alleged that his prodigy diabetes meter was reading 100 mg/dl higher than normal. The end user experienced sweating, shaking and was disoriented accompanied with a blood glucose reading of 132 mg/dl. He was immediately taken to the ER and upon arrival a blood glucose test was performed with the hospital's meter and the result was 21 mg/dl. The end user was administered dextrose to boost his blood glucose level. After several hours in the ER the end user was discharged with a blood glucose reading of 98 mg/dl and he was also instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.